Event description:
Livanova deutschland received a report that the centrifuge pump used on essenz heart lung machine (hlm) started on its own, during priming. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz centrifugal pump drive unit. The incident occurred in zurich, switzerland. Through follow-up communication livanova learned the following additional information: the centrifugal pump started automatically on its own and no error message was displayed. In addition, it was reported formation of mixture of air and liquid. Further clarification is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the analysis of the log files revealed no technical error message displayed onto the unit. No technical error referring to a deviation of the centrifugal pump drive was stored. Complaint database review revealed no further similar events since unit's manufacturing date for involved device, and no other occurrences of the reported failure mode were reported. The event could be considered an isolated event. Based on investigation findings, a hardware malfunction of the centrifugal pump could be ruled out, and the root cause of the reported issue could not be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.